Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the tubing 'bubbled' up and returned one used sample of material: 2426-0007, lot: 24125138. Upon initial visual examination, the set was missing the drip chamber. The customer was asked additional follow up questions about the missing drip chamber, and it appears it was removed on purpose in order to ship the sample without the sharp spike. The issue of ballooning wss tested with a water infusion (120 ml/hr), but no issue was able be replicated. The customer complaint of ballooning was not verified by the sample. The photo returned by the customer did verify the issue, however. The root cause for the issue could not be found without a replicated failure in the sample analysis. There is potential root cause for clinical use, and a member of our clinical team has been notified of the issue. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set tubing was kinked. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the tubing that goes into alaris pump 'bumbled' up alarming the alaris pump as error.